Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called from the ICU department about a cardiosave pump. States that the pump suddenly alarmed, then shut down completely. Customer has not tried to restart it, and they loaned their only other pump to another facility. It was suggested to customer to try powering the pump again. It powered up successfully and was able to resume pumping. The batteries do show that they are charged, and the pump is in hybrid mode. The only alarm observed prior to shutting down was the gas loss alarm. Suggested to customer to let biomed department know about this pump now and to discuss with a supervisor the possible need for a loaner pump if available. Stated that they are trying to get the loaned pump back from the other facility, and that this patient is very stable. Physician decided to remove the iab as the patient no longer needs it. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) pump suddenly alarm. Daniel called from the ICU department about a cardiosave pump. He states that the pump suddenly alarmed, then shut down completely. He has not tried to restart it, and they loaned their only other pump to another facility. A getinge technician suggested he try powering the pump again. It powered up successfully and he was able to resume pumping. The batteries do show that they are charged, and the pump is in hybrid mode. The only alarm observed prior to shutting down was the gas loss alarm. He asked several questions about it, and we also discussed other possible alarms and troubleshooting basics. He did suggest that he let his biomed department know about this pump now and to discuss with a supervisor the possible need for a loaner pump if available. He said that they are trying to get the loaned pump back from the other facility, and that this patient is very stable. Near the end of the call he said that the physicians decided to remove the iab as the patient no longer needs it. Information was gathered for a pump complaint and he had no further questions. Getinge did not service the pump. Unit was handled by in-house biomed.